Event description:
It was reported that during follow-up in clinic, inaccurate battery estimation was observed. There was an increase in battery longevity estimation from less than 10 months to 3.6 years to eri. It was discussed that it was due to the end of midlife battery behavior. The longevity of 8-10 months is more accurate. The patient will be monitored. Patient is doing fine.